Event description:
(B)(6) 2012 essure implantable birth control device inserted. (B)(6) 2012 started experiencing a lessening in the urge to have bowel movements and lower abdominal discomfort. Discomfort increased and difficulty passing bowel movements continued with occasional constipation and bloating through (B)(6) 2013. Discovered ovarian cyst, which was removed in (B)(6) 2013. Early (B)(6) 2014, abdominal discomfort and difficulty with bowel movements returned as well as left side and pelvic area tenderness when pressed. (B)(6) 2014 starting experiencing discomfort during sex and the occasional urge for frequent urination along with pervious bowel and pain. Starting (B)(6) 2014 and continuing today ((B)(6) 2017) side discomfort became constant and more intense as well as the difficulty with bowel movements, the other symptoms (discomfort during sex, frequent urge to urinate, pelvic pain) are still present but not constant. Seen several health care providers, obgyn, primary care provider, and gastroenterologist without a definitive diagnosis.